Manufacturer narrative:
The insulin pump was received with a constant alarm followed by unexpected off no power alarm; the problem is isolated to the mother board. Unable to perform operating current test or verify low battery alarm and a39 alarm test due to alarm. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer rerceived a low battery alarm. Customer also received a communications error alarm and off no power. Customer's blood glucose was 93 mg/dl. Customer was advised that insulin pump would need to be replaced.